Event description:
The following is based on a review of pt's med records provided to davol by pt's atty. On (B)(6) 2003 the pt underwent repair of a grade 3 to 4 symptomatic cystocele with implant of an unk sling. On (B)(6) 2004 the pt underwent colposacropexy with implant of a bard/davol flat mesh due to a grade 4 vaginal prolapse and a grade 2 rectocele and no evidence of cystourethrocele. On (B)(6) 2004 the pt was diagnosed with symptomatic gallstones and underwent laparoscopic removal of gallbladder. From (B)(6) 2004 to (B)(6) 2004 pt was admitted to the hosp with diagnosis of postoperative abdominal pain and was admitted for pain control and elevated white count. From (B)(6) 2004 to (B)(6) 2005 pt was admitted to the hosp with a diagnosis of dehydration with gastritis which had no impact on the pelvic/vaginal repair. On (B)(6) 2006 per md progress note from md visit: "she really does not have any particular complaints at this time." Atty alleges unspecified adverse pt outcome associated with the use of the device.

Manufacturer narrative:
Currently it is unk whether the device may have caused or contributed to the reported event. The pt's atty did not allege a specific device failure or pt injury. Without a lot number a review of the mfg records could not be conducted. With the currently available info, no conclusion can be drawn. If additional event and/or eval info is obtained, a follow up MDR will be submitted.